Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
Severe postoperative pain to the right of urologic surgery: tvt implantation. Incident requiring hospitalization and a CT scan that does not find a wound in the adjacent organs and visualizes a minimal effusion. Recommendation to return home with prescription for pain management. Erosion of the tvt strip at the high right side. Comments pain present in the right leg fatigue and chronic pain nocturnal awakening for urgentry tenesme edc sick stop current patient status: necessity of two surgical interventions a few weeks later, taking into account an recurrence of endovesical tumor lesion, to avoid the risk of spinning endoperitoneal urothelial cells. Convalescent patient with next postoperative appointment in (B)(6) 2026.